Event description:
The medwatch indicates, "while doing an open heart surgery, the bovie did not go off. It was placed back in the holster and the electrical surgical unit remained on. Incident caused a burn hole in the aorta which was sutured".